Event description:
Customer experienced a malfunction alarm with their pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and received a replacement pump with updated software, along with instructions for returning the faulty pump.